Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the system was explanted due to infected pacemaker leads resulting in (B)(6), diagnosis of endocarditis mediastinal lymphadenopathy and calcified mass attached to right ventricle (rv) pacemaker lead. No further patient complications have been reported as a result of this event.